Event description:
Same case as MFR's #: 6000089-2004-01057 and 6000089-2004-01058. Approximately 3 months after a coronary drug eluting stenting treatment procedure, the pt expired. In 2004, the pt was taken as an outpatient to the cath lab for evaluation of chest pain. The physician direct stented the lad with a taxus express2 8.8% 3.00 x 24 mm drug eluting stent. The stent was deployed at 18 atms (rbp), yielding to approximately 3.4 mm which resulted in brisk timi iii flow with no complications. There was no intervention performed on the proximal lad and mid-circumflex, as the areas of moderate stenosis were felt to be non obstructive. The physician then wired the posterolateral branch of the rca and proceeded to direct stent with a taxus express2 8.8% 3.00 x 28 mm drug eluting stent @ 16 atms yielding to approximately 3.35 mm in diameter. This resulted in 0--10% residual stenosis with brisk timi iii flow. He rewired the posterior descending and deployed a taxus express2 8.8% 3.00 x 28 mm drug eluting stent @ 16 atms yielding again to approximately 3.35 mm in diameter. This resulted in 0--10% residual stenosis with brisk timi iii flow. No procedural complications were reported. Pt was to take plavix and aspirin for a minimum of 6 months. The pt returned in about 3 months later with congestive heart failure, chest pain and EKG changes. No cardiac intervention was performed. The pt had intermittent chest pain throughout their hospitalization. Pt was on bipap, but continued to deteriorate and expired 6 days later. No autopsy was performed.